Event description:
I used the nutrifill product on my contacts and had an adverse reaction. My eyes burned and turned blood shot. Light hurt my eyes to the point of having to remove my contacts for almost a week.